Event description:
It was reported that patient has an implant subsiding.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, this complaint is from the journey uni knee study, reporting adverse event 1 for subject 10-012. The primary surgery was performed in (B)(6) 2018. Adverse event 1 occurred in (B)(6) 2018 and was reported in (B)(6) 2018.  The event is "implant subsidence" it is listed as mild and no treatment has been administered at this time. This event did not end participation, in the study.  Several attempts have been made to obtain clinical/medical documents to no avail. Without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed. Credit cannot be issued for the device.